Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A metaanalysis review of 233 patients with infected stent grafts after treatment of descending thoracic aortic disease was performed. Valiant and talent stent graft systems were used in some of the patients and intervention was performed for treatment of the infected stent grafts. The following events were reported; malfunction; type I endoleak serious injury; urinary tract infection, groin infection, fistulas, respiratory failure, bleeding, multi-organ failure, renal dysfunction, acute mi, septicaemia, coagulopathy, sepsis, pain , fever, chills, hemoptysis, shock, dyspnea, paraplegia, vocal cord paralysis, encephalopathy, intervention death.